Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) necessitated frequent charging cycles. It was noted dbs system had been reprogrammed prior to the onset of these issues, and impedance measurements were within range. Data analysis indicated voltage fluctuations during and after charging, beginning approximately three months ago. The battery voltage spiked to full during charging but dropped significantly post-charge, exhibiting rapid battery depletion following a full charge. The root cause of this behavior could not be determined with the data analysis. A labeling review confirmed that no manufacturing deviations were noted that could have contributed to the event reported. The ipg was approved for warranty replacement, and the patient underwent a procedure to replace it with an identical model. Postoperatively, the patient recovered well and no longer experiences charging issues.

Manufacturer narrative:
Based on all available information, boston scientific determined that the frequent ipg charging was caused by a defective internal battery cell exhibiting elevated and fluctuating resistance, which prevented the device from maintaining a full charge. Analysis of the returned vercise genus confirmed that the ipg could be fully charged in a single cycle; however, data logs showed multiple false double beeps, voltage spikes, and rapid depletion from 4.0 v to 3.4 to 3.6 v. Internal electrical testing further confirmed elevated and unstable battery cell resistance. A review of the devices manufacturing records found no anomalies or deviations related to this issue. Additionally, labeling also notes that battery failure, leakage, or other hardware malfunctions may occur and may require device removal or replacement, as described in the instructions for use (IFU). Based on all the available information, engineering analysis determined that the frequent charging was attributable to a component failure resulting from fluctuating and elevated resistance within the battery cell. Section d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) necessitated frequent charging cycles. It was noted dbs system had been reprogrammed prior to the onset of these issues, and impedance measurements were within range. Data analysis indicated voltage fluctuations during and after charging, beginning approximately three months ago. The battery voltage spiked to full during charging but dropped significantly post-charge, exhibiting rapid battery depletion following a full charge. The root cause of this behavior could not be determined with the data analysis. A labeling review confirmed that no manufacturing deviations were noted that could have contributed to the event reported. The ipg was approved for warranty replacement, and the patient underwent a procedure to replace it with an identical model. Postoperatively, the patient recovered well and no longer experiences charging issues.

Manufacturer narrative:
Section d2b additional pro codes, nhl, pjs.